Event description:
The customer reported to olympus that the image had streaks in the picture while the evis exera iii xenon light source was used in combination with a 190 series scope. No patient was hurt during an unspecified diagnostic procedure. Related patient identifier: (B)(6).

Manufacturer narrative:
As part of troubleshooting, olympus technical assistance center (tac) asked the customer about a videoscope cable, maj-1430, that was plugged into the front of the video system center. The technician recommended removing the cable and only plugging in with 180-series scopes. Tac also asked the customer if they hot swapped the scopes, and they did. Technician recommended turning off the video system center before inserting the scope and before removing the scope. They have been plugging it in while it was powered on. Upon follow-up, the customer stated that two full procedures were completed with the device without any issues. The customer reported that upon further troubleshooting, it was identified that the issue occurred due to the video display monitor's port being damaged. After switching ports, the issue was resolved. The subject device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found no malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.